Event description:
Philips received a complaint on the v60 ventilator indicating that there was a co2 re-breathing leak error code. The device was reported to be in use at the time of the reported problem. No patient harm reported. The investigation is ongoing.

Manufacturer narrative:
E1: reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Manufacturer narrative:
H10: the customer informed the remote service engineer (rse) of the device issue. In a good faith effort (gfe) response from the rse, it was confirmed that the device was in use on a patient at the time the device issue occurred. No patient harm was reported, and the patient information was asked but unknown. On (B)(6) 2023, the customer accepted a proposal for onsite services and a replacement data acquisition (da) printed circuit board assembly (pcba). In a good faith effort (gfe) response from the rse received on (B)(6) 2023, it was confirmed that the device issue had not been resolved yet. The rse provided that the patient information from the time of the event was asked but unknown. In a gfe response from the rse received on (B)(6) 2023, it was stated that there was no date scheduled for the preventative maintenance which will be completed to evaluate the device further. As there is no date scheduled, the device issue will not be resolved until the customer schedules this service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain confirmation of part replacement and resolution. No response or further information was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: on (B)(6) 2024, the customer informed the rse that testing was completed on the ventilator experiencing the co2 rebreathing risk alarm following the da pcba replacement. The device was still producing a co2 rebreathing risk alarm during and failed the air flow and oxygen accuracy tests. It was recommended by the rse to replace the flow sensor assembly (fsa). The fsa was ordered in a material only work order on (B)(6) 2024. The investigation is ongoing.

Manufacturer narrative:
Replacement of data acquisition (da) printed circuit board assembly (pcba) was recommended. Onsite service is pending.